Manufacturer narrative:
Estimated date provided as an incomplete date of event of (B)(6) 2018 was provided by the customer. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "vancomycin was set to be infused over 3 hours on pump, but pump infused within l5 minutes. No patient harm. Device removed from service in biomed department."

Manufacturer narrative:
The customer¿s report of the infusion completing in 15 minutes instead of 3 hours was not confirmed. Physical inspection of the device showed no issues. Review of the pcu event log shows that on (B)(6) 2018 at 3:46 am the pump module was programmed for a primary infusion of ivf +kcl 20meql. At 8:55 am the pump was programmed for a secondary infusion of vancomycin with a duration of 3 hours. The logs shows the infusion completed after 3 hours. The total volume infused was 110.01ml. The pump module then continued to infuse the primary infusion. At 12:09 pm, the pump module was programmed to infuse a secondary infusion of ciprofloxacin for a duration of 2 hours. The pump infused for approximately 14 minutes and the device was channeled off. The calculated volume infused was 22.313ml. Rate accuracy testing found the device was operating within specification. During testing there were no observations of unregulated flow. The concomitant administration sets were not received for investigation. The root cause of the customer¿s report of a vancomycin infusion completing too soon was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "vancomycin was set to be infused over 3 hours on pump, but pump infused within 15 minutes. No patient harm. Device removed from service in biomed department." Incomplete date of event xx(B)(6) 2018.